Event description:
Hs1 recall device -on/off button failed receiving test. Device returned with (B) (4) on/off button failed internal testing. During f/u with the customer, it was indicated that the device was used in an incident where the subject was not resuscitated. Date of the incident is unk. (B) (4).

Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: device internal memory indicated that the on/off button stuck after the date of the incident. The device did not cause or contribute to the event.